Event description:
The customer reported to olympus that the videoscope had defective air and water supply. During evaluation, the following reportable issue was found: foreign material inside the nozzle. There were no reports of patient or user harm. Additional information stated that the procedure was diagnostic and there was no surgery nor treatment involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following sections were corrected: b5, d9. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found clogging of the nozzle, the air supply volume did not meet the standard value, and the nozzle had foreign objects because the guide pin of the electrical connector was shaved. Water tightness was lost, due to wear of the angle wire, and bending the angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value, and the bending tube was deformed, the bending section cover had a scratch. The following device components were found to be scratched: the bending section cover, the connecting tube, and the plastic distal end cover. The adhesive on the bending section cover had a crack. Due to the clogging of the nozzle, water removal ability does not meet the standard value. The connecting tube had a dent. The connecting tube had discoloration. The connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus, the [product] [customer complaint]. The issue was found during [event]. The device was returned for evaluation. During the device evaluation, the [pae] was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.